Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 27 states, "wear and corrosion of the metal components can cause an ¿adverse local tissue reaction (altr)¿ or an ¿adverse reaction to metal debris (armd)¿, which can damage the surrounding bone and soft tissues." This report is number 1 of 2 mdrs filed for the same event (reference 3002806535-2016-00849 and 00850).

Event description:
Patient's right hip was revised approximately 8 years post-implantation due to adverse reaction to metal debris (armd) and mechanical complication of internal joint prosthesis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. An examination of the components has highlighted the presence of a wear patch and multiple wear stripes on the articulating surface of the femoral head. The presence of these features implies that there was likely a degree of edge loading or component subluxation. Grey residue is present on the inner surface of the adaptor bore, suggesting that a fretting or galling process may have occurred at this interface with the stem taper. Note that all components display some damage that is probably a result of the revision procedure. Details related to the diagnosis of armd such as metal ion levels or histology results have not been provided. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.